Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on 01/29/2016 to report that on (B)(6) 2015 , the patient experienced a permanent out of range signal. No additional patient or event information is available.